Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized on (B)(6) 2022 due to an elevated blood glucose (bg) level of 501 mg/dl and moderate ketones. Cause was unknown, customer attempted to self-treat via a manual injection. During hospitalization, the customer was treated with intravenous fluids of saline and insulin which reportedly resolved the issues. Customer was released from the hospital approximately two weeks later with no permanent damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.